Event description:
Device malfunction: mislocation clip. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the clip was deployed on the end of the exchange sheath. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.